Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('plantar pain') in a (B)(6) female patient who had essure (batch no. He011fa) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2020, the patient experienced cervicobrachial syndrome ("first and second cervical vertebra blocked"). In (B)(6) 2020, the patient experienced pain in extremity (seriousness criterion medically significant). In 2020, the patient experienced musculoskeletal stiffness ("stiff"). On (B)(6) 2020, the patient experienced joint space narrowing ("narrowing of bilateral sacroiliac joint spaces") and sacroiliitis ("possible sacroilitis"), 3 years 11 months after insertion of essure. Essure treatment was not changed. At the time of the report, the pain in extremity, cervicobrachial syndrome, musculoskeletal stiffness, joint space narrowing and sacroiliitis outcome was unknown. The reporter considered cervicobrachial syndrome, joint space narrowing, musculoskeletal stiffness, pain in extremity and sacroiliitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2020: essures are in place; no pathological lesion in the essures. Narrowing of bilateral sacroiliac joint spaces. Significant subchondral osteocondensation of the edges and sacroiliac joints suggestive of possible sacroilitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain in extremity ('plantar pain') in a 46-year-old female patient who had essure (batch no. He011fa) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2020, the patient experienced cervicobrachial syndrome ("first and second cervical vertebra blocked"). In (B)(6) 2020, the patient experienced pain in extremity (seriousness criterion medically significant). In 2020, the patient experienced musculoskeletal stiffness ("stiff"). On (B)(6) 2020, the patient experienced joint space narrowing ("narrowing of bilateral sacroiliac joint spaces") and sacroiliitis ("possible sacroilitis"), 3 years 11 months after insertion of essure. Essure treatment was not changed. At the time of the report, the pain in extremity, cervicobrachial syndrome, musculoskeletal stiffness, joint space narrowing and sacroiliitis outcome was unknown. The reporter considered cervicobrachial syndrome, joint space narrowing, musculoskeletal stiffness, pain in extremity and sacroiliitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2020: essures are in place; no pathological lesion in the essures. Narrowing of bilateral sacroiliac joint spaces. Significant subchondral osteocondensation of the edges and sacroiliac joints suggestive of possible sacroilitis. Lot number: he011fa manufacturing date: 2015/11 expiration date: 2018/11/28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.